Event description:
On (B)(6) 2016 pt had mediport placed to treat lyme disease at (B)(6). Pt had mediport electively removed on (B)(6) 2017 at a (B)(6). It was then found that the distal portion of the mediport catheter had embolized to the pulmonary arteries and could not be retrieved. Pt was then sent to (B)(6). On (B)(6) 2017 under local anesthesia, the surgeon did a cut down of the right chest wall area and removed the mediport. CT surgery recommended no further intervention of the small pieces as it would likely result in more complications.